Event description:
It was reported that the fowler drifts. It was unknown if there was any pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Results - fault nut in actuator.